Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a hcp. It was reported that the patient was having muscle spasms around the device. They went through all four programs and adjusted frequencies to where it was tolerable. They were having fecal incontinence and needed interrogation. On (B)(6) 2016, it was reported that they changed the program a few times and had no idea what brought on the loose stools. They stated that they didn't really notice it when it started and couldn't stop or control it. They also reported that there was a lot of pain radiating from the implant site, especially in the mornings. They also noted that they had severe muscle spasms. They saw a colorectal specialist who did a test and the results were good. They kept changing the program and the stools kept fluctuating from very loose to constipation. They stated that it just came out without warning and they couldn't control it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the discomfort was at the ins site, so the physician did a revision to move the ins site to be more lateral and caudal, but there was no replacement of the product.

Event description:
The patient reported on (B)(6) 2015 that she had a lack of effect since implant. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The issue was not related to positional movement. The patient had tried increasing with no improvement noted. The patient changed to program 2 at 2.3v and would monitor her symptoms for a few days to a week. If little or no improvement, the patient would increase stimulation. If stimulation was too strong after increasing, the patient would change to program 3. Additional information received from the patient on (B)(6) 2016 reported that the step taken to resolve the lack of therapeutic effect was that the patient tried adjusting the controller, but that did not seem to make much difference. The patient ate lots of vegetables and fruits and drank lots of water. The patient got plenty of exercise and had a healthy lifestyle, but was just as house bound as she was before the procedure. The patient was very disappointed with the lack of results period and would welcome any assistance to try and get some more improvement. Additional information received from the patient on (B)(6) 2016 reported that bladder and fecal incontinence were the reasons for implant. It never did much of anything, but it helped a bit from where she started prior to the trial. The trial was too long ago for her to remember if it was effective, but she assumed it was because the healthcare provider (hcp) implanted the implantable neurostimulator (ins). The patient also noted that on (B)(6) 2016 she was referred from one hcp to another. The first hcp recommended that the ins needed to be repositioned as it was very uncomfortable and sitting on bone. She had surgery on (B)(6) 2016 and the ins was repositioned to the upper right buttocks. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor.

Manufacturer narrative:
UDI # updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.